Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on two occasions for several days and urgently in the emergency room due to the extremely high and difficult to stabilize blood sugar levels on unknown date with an unknown blood glucose level. It was unknown if the insulin pump was on auto mode at the time of incident. The insulin pump will not be returned for analysis.